Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. An x-ray revealed that the left ventricular lead was dislodged. The patient was asymptomatic. The lead was replaced in (B)(6) 2015. No further information was available.

Manufacturer narrative:
UDI (di): (B)(4).